Event description:
Caller reported that pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller attempted to charge using various methods, including using a tandem charging cable and different wall outlets. Technical support instructed the caller to plug the pump into a different wall outlet, but it did not resolve the issue initially. However, after replacing the usb cable, the pump began charging, and no further assistance was required.